Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer from (B)(6) notified biomerieux of a contamination issue leading to false positive results and an overestimated result for polyoma bk virus result in association with the easymag® instrument (ref. 200111, serial (B)(4)). The customer reported a patient¿s urine sample containing high dose of polyoma bk virus has cross- contaminated four separate patient samples (serum samples) also being tested for polyoma bk. The customer confirmed the four patients were grafted male patients hospitalized at the time of the testing, and taking immunosuppressive therapy. The contamination resulted in false positive polyoma bk virus results for three patient samples. These three patients were retested two weeks later using the easymag® and all obtained negative results for polyoma bk virus. The customer confirmed one patient sample result was falsely overestimated for polyoma bk virus due to the contamination. This patient was confirmed positive by re-testing performed two weeks later. The customer stated for the three polyoma bk virus negative patients, the false positive results led to change of immunosuppressive drug dosage; therapy management for the fourth patient was not reported. Biomerieux will initiate an internal investigation.

Manufacturer narrative:
A customer from sweden notified biomérieux of a cross contamination issue leading to false positive results and an overestimated result for polyoma bk virus result in association with the easymag® instrument (ref. (B)(4), serial (B)(6)). In response to the customer complaint, a biomérieux field service engineer (fse) visited the customer site to identify the cause of the cross contamination. The fse cleaned and changed all the tubing between the reagent bottles and dispense needles per the service manual easymag® ref (B)(4) recommendations. After cleaning and changing out the tubing, the fse confirmed the issue was resolved.the root cause could not be determined however, incorrect pipetting technique was identified as a contributing factor.